Event description:
Hcp reported patient developed a mass at catheter tip, also may have free floating catheter embolus. MRI showed a catheter tip mass. The patient has not undergone treatment for the mass. The event is ongoing.